Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6), 2026, a nurse, following the doctor¿s orders, administered a 500-ml intravenous infusion of ringer¿s lactate solution to a woman in labor. A closed-system intravenous cannula was used; after the puncture was completed, the steel cannula was removed, causing blood to be drawn out of the tubing, which posed risks such as occupational exposure and contamination.